Event description:
It was reported that a vitality screwdriver was discovered with a fractured tip at a distributor. No further information was provided about event timing or patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be removed. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed deformation of the hexalobe tip with minor material displacement. A functional test with a vitality screw (07.02000.076 lot t11829) found that the driver was able to mate with the screw after some difficulty. Additionally, the sleeve of the driver was unable to screw into the tulip. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a vitality screwdriver was discovered with a fractured tip at a distributor. No further information was provided about event timing or patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vitality screwdriver was discovered with a fractured tip at a distributor. No further information was provided about event timing or patient impact.